Event description:
Per the technician evaluation, both seat rails are bent, freight or packaging issues.

Manufacturer narrative:
Per the technician evaluation, both seat rails are bent, freight or packaging issues.

Event description:
Customer alleged that the chair was received with a bent frame.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.